Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the cadiere forceps instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted pulmonary segmentectomy surgical procedure, the 8mm cadiere forceps instrument broke inside the patient. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: there were no fragments that fell inside the patient and no injury was reported. The instrument was changed which caused about a 15-minute delay.